Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the hospital network was down. A technical support specialist dialed into the server and found the data sync service stopped. The service was restarted. Dsserveroltp and cfupdateservice were in suspect mode. Tss contacted support and was informed that a power outage at the hospital had caused a network issue. The database, report party transaction (rtp) and application servers were rebooted. All servers came back online, and the suspect services returned to normal. Sql server agent service was started. All required services were verified to be running. A site down query was executed and messages were draining as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, that all stations were on critical override and disconnected. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.